Event description:
It was reported that the ilet user experienced hyperglycemia with a fingerstick reading of 400 mg/dl after not announcing breakfast, with subsequent values trending down to 386 mg/dl and then 280 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of the information provided by the user, and troubleshooting and education on proper use. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically an improper or incorrect procedure of missing a meal announcement. It was concluded, based on previously established findings for similar reports, that user error caused or contributed to the event.